Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of went white, small scar and artery was hit are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: contra-indications: do not inject into the blood vessels (intravascular). Intravascular injection may lead to embolization, occlusion of the vessels, ischemia or infarction. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to : staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect). Method of use ¿ posology: juvéderm® volbella® with lidocaine is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured. After needle insertion and before injection, it is recommended to withdraw slightly the plunger to aspirate and verify the needle is not intravascular. If immediate blanching occurs at any time during the injection, the injection should be stopped and appropriate action taken such as massaging the area until its return to a normal color. Warnings do not re-use. Sterility of this device cannot be guaranteed if the device is re-used. A review of the device history record has been initiated and analysis of the data has not been completed. If any deviations or non conformances are found, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported injecting a patient with juvéderm volbella with lidocaine to the glabella area. The product in the juvéderm syringe was divided into 5 aliquots. Only 1 aliquot was used. During injection, an artery was hit and immediately went white. Patient was immediately treated with hyaluronidase and again for the next 6 days. Symptoms have mostly resolved after about 2 weeks but the patient has a small scar at the right medial brow. At the time of the injection, the patient had high blood pressure due to personal stress prior to coming in for injection. The blood pressure settled about an hour after the injection.